Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that during cataract surgery an ophthalmic handpiece has no or poor phacoemulsification power and also the cutting was in and out. The surgery was completed by using another console. Patient health impact was not reported. This complaint pertains to ophthalmic handpiece involved in the reported events.